Manufacturer narrative:
A ge svc rep performed an onsite investigation. The linux and applications' software were loaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed an auto test error message and would not boot up. No pt injury was reported.